Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, opacification of iol was observed. The lens was exchanged in a secondary procedure. Additional information has been received stating 6 mm corneal incision and 2 cross-sutures were required during the explant procedure. The procedure was completed after replacing the lens with non- company lens approximately 10 years after initial procedure.